Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the air/water cylinder, air/water tube, adhesive around light guide lens, clogged nozzle due to foreign materials coming out and corroded light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the foreign objects related reported events could not be determined, whereas it is presumed that the corrosion on the auxiliary water inlet and light guide cover glass occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.